Event description:
Respiratory rate changed and "enter" key was depressed. At that second the display panel went blank. The ventilator continued to operate properly otherwise. Pt was disconnected from ventilator and ventilator was changed. No untoward side effects to pt were noted. Physician present with a nurse and rcp.